Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. The customer's blood glucose level was 260 mg/dl. The customer indicated that manual injections would be administered. It was confirmed that the customer would use manual injections as backup until replacement pump is received.